Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that approximately four years and nine months following the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unknown reason. Subsequently, a new medtronic surgical tissue valve was implanted successfully. No further information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Additional codes: annex as / annex es / annex fs / annex g. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the patient reported progressive dyspnea on exertion with associated fatigue over several months. At that time, the patient denied paroxysmal nocturnal dyspnea, orthopnea, constrictive pericarditis, pedal edema, palpitations, or presyncope. It was noted that the patient had multiple hospitalizations for congestive heart failure in the last year. Approximately four years and seven months post-implant, a transthoracic echocardiogram (tte) performed revealed severe aortic stenosis (aortic valve area 0.6cm2, mean aortic valve gradient 53mmhg) with mild aortic insufficiency, mild-moderate mitral regurgitation (mr). The patient was referred to the physician for redo sternotomy and redo aortic valve replacement. Four years, eight months, and twenty-two days post-implant, redo sternotomy, the transcatheter aortic valve explant, explant of surgical aortic valve, root replacement, replacement of the ascending aorta, coronary artery bypass graft x2, repair of pulmonary artery, and selective antegrade cerebral perfusion were performed. After adequate reperfusion the patient was weaned from cardiopulmonary bypass (cpb) but the right ventricle was performing poorly. Cpb was re-initiated. Saphenous vein graft to right coronary artery was done on beating heart. Oral bleeding, source unclear was reported. Intraoperative tee with moderate mr was observed. After adequate reperfusion the patient was easily weaned from cpb. Hemostasis was achieved. The patient was transported to the intensive care unit in critical but stable condition. Following the surgical procedure, the patient was on no vasopressors, minimal inotropes, and cool extremities with a known significant history of peripheral artery disease were reported. Computed tomography angiogram of the abdomen pelvis was performed and showed pneumatosis in the patient¿s bowel despite having a benign abdomen. The patient had an emergency hemicolectomy and some small bowel resection due significant ischemic bowel. The following day, an additional 175cm of small bowel was resected due to ischemia. According to the physician, over the following 24 hours, the patient became more unstable with periods of asystole. After discussion with ge neral surgery, noting most of the remaining small bowel was likely dead and this was a nonsurvivable situation and discussion with the family, the patient was transitioned to comfort care. Three days following the valve explant procedure, the patient died. The preliminary cause of death was bowel ischemia, multiple systems organ failure.